Event description:
While investigating the electrode belt of a (B)(6) old male pt for an unrelated issue, a reportable problem was discovered. Upon investigation it was found that the u1 processing chips in ECG "c" and ECG "d" were defective. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation it was found that the u1 processing chips in ECG "c" and ECG "d" were defective. The root cause of the defective u1 components could not be positively identified. No adverse event resulted from the u1 processing chip. The pt received a replacement electrode belt.